Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a mid-urethral sling procedure performed on (B)(6) 2006. According to the complainant, the patient presented on (B)(6) 2006 with erosion of the urethra. On this date the mesh could not be excised. Part of the mesh was removed at doctor's hospital on (B)(6) 2007. Vaginal pain and discharge were also reported at this date. On (B)(6) 2007 the patient presented with bleeding, pain, and discharge. On (B)(6) 2008 the patient presented with discharge and dyspareunia, but it was noted that there was no erosion and no severe stenosis or lesions. On this date flagyl was prescribed for bacterial vaginosis. On (B)(6) 2008 it was reported that the patient was still experiencing discharge so the physician planned a urethrolysis exam. A small granulation area was noted on (B)(6) 200, but no erosion. On (B)(6) 2008 the physician prescribed additional flagyl, diflucan and premarin. On (B)(6) 2008 the patient reported that the discharge was better, but that there still was some suprapubic pain. On this date a urine culture was performed and the physician prescribed bactrim and diflucan. On (B)(6) 2009 the patient again presented with discharge and was referred to dr (B)(6) for possible removal of the remaining mesh. On (B)(6) 2009 a cystourethroscopy was performed. It was reported at this date that the patient was experiencing urinary frequency and urgency, but there was no evidence of erosion. On (B)(6) 2009 the patient went to (B)(6) for an examination. No remaining mesh was identified. There was redness noted along the left interior wall around epithelium and some pus was noted. The 1.5 cm x 1.5 cm area was resected and the vaginal vault was noted to be normal. No other information is available.